Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of a home health professional a leak was observed in the patient's tracheostomy cuff. The cuff's patency had been tested prior to use. The patient was only ventilator dependent at night for 10-12 hours per day, and could otherwise breathe without the tube in place. Of note, the tube had been reprocessed twice by heat. Due to the leak, an emergent trach change was done. There were no injuries to the patient reported.

Manufacturer narrative:
One 7.0mm bivona® tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device was performed with the unaided eye and normal plant lighting. Additionally, the device was examined under magnification using a digital microscope. During functional testing, a syringe was used to inflate the device cuff with air, the device was then submerged under water; a pinhole leak was found on the device cuff. The hole was located approximately one millimeter from the end of the inflation line. Investigation was unable to determine the root cause of the pinhole in the cuff. (B)(4).